Event description:
It was reported that the patient contacted support stating they were very low on supplies and anticipated running out before their next scheduled shipment. The patient reported difficulty obtaining supplies through their distributor due to a later scheduled shipment date. When asked about the cause of the shortage, the patient explained that several infusion sets had failed due to the connector not being securely attached to the tubing. Upon noticing this issue, the patient replaced all supplies rather than correcting the connection or replacing only the cartridge. The agent arranged for an expedited shipment of infusion sets and connector adaptors to address the immediate supply need. The patient reported that blood glucose levels were not affected during this event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.